Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on her adc freestyle libre sensor when compare to readings obtained from a competitor¿s brand meter. The customer further reported the sensor was loose and she experienced low blood sugar with symptoms described as shaky and sweaty. The customer had contact with a healthcare professional who diagnosed her with diabetic ketoacidosis (dka) and treated with 2 units of insulin. There was no report of death or permanent injury associated with this event.